Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation/pseudo aneurysm in the common hepatic artery. A 4.0 x 26 mm graftmaster covered stent system was being advanced over an asahi grand slam guide wire; however, there was resistance and the system kept pushing back. The guide wire and covered stent system were removed from the anatomy and the same 4.0 x 26 mm graftmaster was successfully advanced over a balance middleweight guide wire and deployed at 16 atmospheres to seal the perforation/pseudo aneurysm. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). (B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.